Manufacturer narrative:
The investigation of the reported issue has been completed. The device turbine module and expiratory printed circuit board were replaced and returned for investigation. Review of the received ventilator logs can confirm the issue during pre-use check, it is also noted that four months earlier, an alarm that indicates a turbine failure was generated. Simulated use testing of the returned parts did not reproduce the issue. However, earlier investigations have proven that the issue have an intermittent nature. The cause of this turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The ventilator device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that, there was leakage in the ventilator and the pressure transducer test was not successful during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).